Event description:
The patient complained of pain and the surgeon suspected a loose cup. Intraoperatively, the cup was well fixed with fibrous fixation. The surgeon removed the cup, liner, and head.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding shell loosening involving a primary tritanium hemi cluster hole cup 50mm was reported. The event was not confirmed. Medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated, ¿there is no evidence that factors related to the prosthetic design, manufacturing, or materials were responsible for this clinical situation.¿ device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: a complaint history review confirmed no other similar events for the reported lot. Conclusions: the reason for the revision surgery was pain due to suspected shell loosening. It was determined during the revision surgery that the shell was not loose. The exact cause of the pain could not be determined because of a lack of information. Further information such as the reported device, serial x-rays comparing the immediate post-operative to the later x-rays available, a description of the site and severity of the pain, and post-operative follow-up notes are needed to complete the investigation for determining the root cause.

Event description:
The patient complained of pain and the surgeon suspected a loose cup. Intraoperatively, the cup was well fixed with fibrous fixation. The surgeon removed the cup, liner, and head.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.